Event description:
It was reported that the catheter and guidewire were inserted and the end portion "j" tip loop of the guidewire was caught on the catheter tip, at the end of the catheter. The guidewire would not advance or pull out. The physician had to pull both the catheter and guidewire out together. It was stated that likely vessel trauma could have occurred. Further follow up indicated that when the catheter was going over the guidewire it became stuck. The physician could not either move forward nor move back on the guidewire. They were using guidance monitors the entire time. They could see that there was roughly 1-2 centimeters of the guidewire that had gone thru the catheter and then just stopped. There were two physicians that tried to get the guidewire out and all awhile the patient's was inconveniently awake. Both the catheter and guidewire were removed in the end. Upon removal the examined the catheter, they further tried to remove the guidewire, only to see the catheter was rippled when pulling out. Sealed units were also returned and examined.

Manufacturer narrative:
Customer report was confirmed. The pre-sep oligon catheter was examined prior to decontamination and the returned guidewire 0.032" was found to have one kink and one bent area. There was no catheter body damage noted. The guidewire was not stuck inside the catheter lumen and could be moved easily. Post deco examination noted the location of the guidewire damage. The kink is located 14.4cm proximal of the straight tip end. The bend is located 36.5cm proximal of the j tip end. The catheter was again examined for damage and no damage was found. Five sealed units from various lots, (4) presep oligon and (1) presep, were visually examined by our quality engineer. The catheter tip i.d. And guidewire outer diameter were measured and recorded. Measurements indicated that the catheter tip ID and the guidewire od were within specification - ( ID - 0.035" +/- .002) all measured ato 0.35. Guidewire od 0.032". The guidewire was also passed hub to tip and tip to hub through the distal lumen and there was no functional abnormalities observed, the guidewire passed freely thru the catheter and tip. All catheters examined were received from (B) (6) hospital - (B) (6). (B) (4): there were no patient complications reported; however, it was indicated by the hospital that this event could have caused vessel trauma.